Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly had no hearing sensation with the device. The surgeon would like to explant the device and it is unlikely the patient will be re-implanted.

Manufacturer narrative:
Additional information: based on the received information, damage to the conductive link or to the device appears likely, as indicated by in-situ testing. The extrusion of the conductive link into the ear canal might be a contributory factor for the suspected damage, however to determine and confirm an exact root cause of failure a device investigation to the explanted device would be necessary. Device explantation is considered by the clinic but a date for surgery is unknown.

Event description:
The user suddenly had no hearing sensation with the device. The surgeon would like to explant the device though no date has been set.